Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The user suffered from a head trauma. Afterwards the user experienced some noises and then had no more hearing sensation. The patient has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user suffered from a head trauma. Afterwards the user experienced some noises and then had no more hearing sensation. The patient has been re-implanted on (B)(6) 2019.